Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was guided by technical support to inspect and clean various components of the pump, successfully load the cartridge, and resume insulin delivery. Replacement cartridges were sent to the customer as a goodwill gesture.